Manufacturer narrative:
Device eval summary: device eval of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation there was thermal damage to the current controlling transistor (q1) on the bedside board. The source of the thermal damage could not be positively identified. The actual failure rate of q1 is well below the predicted failure rate of this component, for the entire history of the device. Device eval of battery pack sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. As received, the battery was non-functional. The cause of the non-functional battery pack is the defective charger/modem. No adverse event occurred because of the damage q1 transistor. The pt received a replacement battery charger/modem and battery pack. Device manufacture date: charger/modem: 01/2012. Battery pack: 10/2011.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt's charger displayed the "charger problem" icon when the battery pack was inserted. The pt was issued a replacement charger/modem and battery pack.